Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the (B)(4) board review of the (B)(6) study events.

Event description:
This procedure is part of the (B)(6) study:a dissection post-procedure was noted, and the patient also had hypotensive episode during the procedure. No injury was reported.